Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported a patient with slow healing epithelium in both eyes post photorefractive keratectomy. The patient was also noted to have blepharitis and photophobia. The patient was instructed to begin lid scrubs and use a topical steroid eye drop in both eyes. The patient was referred to a corneal specialist and will continue to taper off the topical steroids. Additional information was requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. Log file review shows all laser system functions were within specifications for the respective treatment. There is no indication a device malfunction caused or contributed to the reported event. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4)